Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose readings of 46 mg/dl and had treated with peanut butter. Customer's current blood glucose reading is 213 mg/dl. Troubleshooting was performed and the drive support cap and settings appeared to be normal. Product is not being returned for analysis.